Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 5/9/2023 additional information requested, the following was obtained: lot number: rmldml. Qty to be returned: 1 => 21. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: qty to be returned : 21 : 27.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/20/2023. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received, seven needles and one needle-suture combination that pertain to product code d9060. The product code is multistrand and required four strands double armed per packet. An overall review of the returned sample shows that six needles were noted to be in used condition and with an attached suture piece. No pull-off needle was noted. In the inspection of the needle suture, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was detached from the needle since the insertion end of the suture did not meet the requirement. Additionally, the detached needle was found to be intact. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received twenty-four unopened samples that pertain to the product code d9060. This product code is multistrand and required four strands double armed per packet. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: what is the lot number? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent an unknown cardiovascular surgery on (B)(6)and suture was used. The suture was detached from the needle immediately as if it were a control release needle during suture. It was not a control release needle. There were no adverse consequences to the patient. Additional information was requested.